Event description:
A patient reported a malfunction alarm necessitating a pump reset and noted that the history was being deleted before reaching the healthcare provider's office. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and follow-up at the time of reporting.